Event description:
It was reported by the rep that when (1) tct75 device was used during a sigmoid resection procedure, the device firing mechanism jammed on first firing. Another device was used to complete the case with no consequence to pt.